Event description:
It was reported that a perforation with subsequent tamponade and patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned deep in the laa. A 27mm watchman laa closure device & delivery system (wds) was advanced via the was. Prior to snapping the devices into place, a perforation with subsequent pericardial effusion was noted via fluoroscopy, likely caused by the was. The effusion was confirmed using transesophageal echocardiogram (tee). The procedure continued and the closure device was deployed while a pericardiocentesis kit was being prepared. The patient experienced cardiac tamponade. The release criteria was assessed while the patient's chest was prepped. The criteria was met and the device was released from the core wire. The physician gave anticoagulation reversal and performed a pericardial tap. The physician was unable to slow the bleeding or stabilize the patient. Surgical intervention was requested. The patient was administered blood and the surgeon performed a cut down to the sternum. The bleeding could not be controlled and the patient passed away.